Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no pt involved (no pt involvement). Product problem(s): "system message code appeared" (device displays error message). A nurse reported receiving a system message code prior to surgery beginning. The handpiece was switched and case was able to be completed.